Event description:
It was reported that the physician elected not to implant this pulse generator due to previous header issues with this particular pulse generators model.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the is-1 test leads were unable to be fully inserted into both cavities of the device header. The inner diameter of the contact springs were confirmed to be within normal product specifications.